Event description:
Ref #imp (B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjo hosp equipment ab of eslov on behalf of the importer arjohuntleigh inc (ahus). Add'l info will be provided following the conclusion of the MFR's investigation.